Manufacturer narrative:
(B)(4). Evaluation summary: buttons were inspected and no dome inverted was found. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator, and it was found that the hand control switch assembly buttons were not functional and activated without compressing of the individual buttons. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a hand assisted right colon resection, the device was hooked up to the handpiece and produced a solid tone. The device continued to activate even when the buttons were not being pushed. Another device was used to complete the procedure. There was no pt consequence.